Manufacturer narrative:
The reported event "the leaflet would not close completely" could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 23mm epic valve was selected for implant. After implant, the leaflet would not close completely and the valve was removed. A new competitor's valve was successfully implanted. The physician alleged a significantly prolonged procedure time. No patient consequences were reported.